Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in the decision to explant the device. The device was explanted on (B)(6), 2011 and the patient was implanted in the contralateral side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).